Event description:
The physician was using a scuba device to treat a non-tortuous lesion in the iliac artery. The lesion exhibited approx. 60% stenosis and middle calcification. The device had been inspected prior to use with no issues noted. Resistance was noted during delivery of the device to the lesion. It was reported that when the stent reached the lesion only the most distal and proximal end could be deployed. The middle section failed to open. Several attempts were made to deploy the stent but unsuccessfully. The device was removed; however the stent dislodged in the patient. An attempt to remove the stent by snare failed, the vessel was cut and the stent removed. Device evaluation: only the dislodged stent inserted in a plastic glove was returned. The stent was crushed and damaged. Traces of dried blood were clearly detected. The stent od could not be measured due to the bad condition of the stent. Both ends of the stent were damaged

Manufacturer narrative:
(B)(4). Results: IFU not adhered to. Incorrect technique applied during procedure. Stent embolism. Conclusion: incorrect technique applied during procedure. Inappropriate use of device. Stent embolism.